Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. The ventilator was investigated by our field service engineer on-site and the gas modules and pressure transducer (pcb) were replaced which solved the issue. A pre-use check was performed which the unit passed. No replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).